Event description:
On (B)(6) 2014 I had allergan natrelle style 115 biocell textured breast implants placed by dr (B)(6) in (B)(6). My problems began soon after. I have had consistent pain and burning sensations, sometimes excruciating in the middle of the night. In the past few years, my right breast regularly swells with large cysts, last year some so large and painful they were visible. Recently one developed a blood supply which prompted my gynecologist to send me to a cancer specialist. Since I've had these implants. I have had dozens of visits to the surgeon, gynecologist, breast cancer oncologist, and testing centers. I've been required to undergo extensive testing. Mammograms, ultrasounds every twelve weeks, and most recently an MRI which I had to be sedated for. Overall my general health has not been great since shortly after the implants. I often feel ill with autoimmune type symptoms, generalized joint issues and fatigue and believe it may be related to the implants. I've seen my primary care dr as well as immunologist to try to get something figured out. After numerous lab testing, nothing is conclusive. Now I see that there is a recall on the exact implants in my body. I have a large file of all of the breast related testing I have had done. I will scan and send if necessary. FDA safety report ID # (B)(4).